Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's conductor wire was broken and sticking out approximately .l84 due to broken yaw pulley. Failure analysis investigation also found instrument's yaw pulley to be broken and displayed missing material which measured approximately .169 on the opposite side where the conductor wire was broken. Failure analysis concluded that the yaw pulley damage may have been due to mishandling. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were .215 - .025 in length and not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument was observed to have exposed/broken cable at the jaws. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.